Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The analysis results found that the strap25 device was returned with the cannula cap damaged attached to the device without missing parts. In an attempt to replicate the reported incident, the provided device was activated manually. Twenty two straps were delivered properly. The device trigger was locked as normal process because the lock-out indicator turned 100% orange color. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and absorbable straps were used. The device jammed when firing. Upon evaluation, the device was returned with the cannula cap damaged. No additional information was available.